Event description:
It was reported that during a gyn procedure, the balloons kept popping, this happened on three devices. No pieces fell into the patient. A fourth device was used to complete the procedure. No adverse consequences reported. Two devices were discarded. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the balloon had burst. The cause of the burst is unknown. Likely cause of a balloon burst is over filling of the balloon. The batch history records were reviewed with no anomalies noted.